Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) would not sense appropriately. In addition, intermittent noise was present. Lead measurements through the psa were normal, but were abnormal through the devcie. A setscrew or header issue is suspected. The device was explanted and a new device was implanted.